Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right spermatic sheath cystectomy, when the first suture needle was used, the suture needle was broken. The operation was stopped immediately and the incision was protected. Another device was used to complete the case.